Manufacturer narrative:
Hamilton medical ag`s conclusion: the display cable was identified as defective component. The cable was replaced and the issue was solved.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer): "display blank and sometimes flickering display." No patient involvement during maintenance.